Manufacturer narrative:
The device is expected for evaluation, but has not yet been received. A follow up report will be submitted upon completion of the investigation.

Event description:
Total shoulder implant broke. Surgeon is replacing the existing implant. The actual part number involved is not known and no further details are available at this time. The part noted in this report is for reporting purposes only. The device is used for treatment.